Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Additional 510(k) number is k101880.

Event description:
Doctor reports that the patient presented with a fractured collar of the implant tsvtwb8. Doctor also reports bone loss. Tooth site # 19.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An imp,tsv,4.7,8,mtx,mg (item # (B)(4)) was received for investigation. Visual inspection of the returned product identified fracture along the implant collar as reported. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The reported device was located on tooth # 19 and was used for approximately 5 years. Pictures or x-ray images of the implant in the osteotomy were not provided to assess the reported bone loss event. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured and patient also had bone loss. The product was returned and the reported implant fracture was confirmed through visual and physical inspection of the returned product. The reported bone los malfunction could not be verified with the available evidence. A definitive root cause for this complaint could not be determined.